Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 60-438 (mg/dl). Sugar and jam were consumed and supplies were changed to treat low bg level; however, customer subsequently experienced an elevated bg level. System check with tandem technical support indicated the pump was performing as expected. It was indicated that the customer would deliver a bolus to treat elevated bg levels. Customer later reported that bg levels decreased to 376 (mg/dl) and declined any further follow up.